Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of sheath break. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0413 captures the reportable event of tip/nose cone material separation. Imdrf device code 10510 captures the reportable event of delivery system retraction problem. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments (udf). Imdrf patient code f2301 captures the reportable event of the device was removed using tweezers.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a tumor during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange could not be fully deployed in the stomach. The sheath was attempted to be retracted to close the stent and withdrew it from the stomach. However, when the device was pulled out of the scope, it got stuck in the working channel and tore off. The stent was able to be pushed all the way back into the device with some effort, and the device was removed using tweezers. The tip with the ring blade had become completely detached and could no longer be found. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a0401 captures the reportable event of sheath break. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0413 captures the reportable event of tip/nose cone material separation. Imdrf device code 10510 captures the reportable event of delivery system retraction problem. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments (udf). Imdrf patient code f2301 captures the reportable event of the device was removed using tweezers. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a tumor during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange could not be fully deployed in the stomach. The sheath was attempted to be retracted to close the stent and withdrew it from the stomach. However, when the device was pulled out of the scope, it got stuck in the working channel and tore off. The stent was able to be pushed all the way back into the device with some effort, and the device was removed using tweezers. The tip with the ring blade had become completely detached and could no longer be found. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of sheath break. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0413 captures the reportable event of tip/nose cone material separation. Imdrf device code 10510 captures the reportable event of delivery system retraction problem. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments (udf). Imdrf patient code f2301 captures the reportable event of the device was removed using tweezers. Block h11: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found that the handle was returned without its nose cone as it was detached, the inner sheath was kinked, and the black marker was damaged. No other problems were noted with the delivery system. Product analysis confirmed the reported event of tip/nose cone material separation. However, the observed events of device entrapment of device or device component, sheath break, stent failure to deploy and delivery system retraction problem were unable to be confirmed with testing of the device return. There is not enough evidence to determine if the reported event of stent failure to deploy was due to the physician's manipulation during the procedure, or related to a device malfunction. The inner sheath sinked and black marker damaged were likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. On the other hand, the reported events device entrapment of device or device component, delivery system retraction problem, unretrieved device fragments (udf) and additional device required cannot be confirmed because these events happened during the procedure and without proper evaluation of the device. Therefore, a review and analysis of all available information indicated the most probable cause is unable to exclude device problem. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a tumor during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange could not be fully deployed in the stomach. The sheath was attempted to be retracted to close the stent and withdrew it from the stomach. However, when the device was pulled out of the scope, it got stuck in the working channel and tore off. The stent was able to be pushed all the way back into the device with some effort, and the device was removed using tweezers. The tip with the ring blade had become completely detached and could no longer be found. Another of the same device was used to complete the procedure.